Event description:
Device report from synthes (B)(4): it was reported that during a distal radius open reduction internal fixation (orif) procedure, the surgeon tried to use the reamer/irrigator/aspirator (ria) tube assembly with the 13.0mm reamer head on the left femur. The ria tube would not pass down the femoral shaft, the surgeon stopped to examine the reamer to be sure the reamer was spinning. The surgeon saw that the reamer was spinning, but discovered that the plastic sheathing on the ria tube assembly was covering the holes where the bone aspirate would be suctioned through into the ria graft filter. A second ria tube assembly and a reamer head were used and surgeon was able to pass over the reaming rod and obtain large amounts of graft for implanting into the patient's right distal radius orif. The surgery was successfully completed with a thirty minute delay. The patient's status was stable when discharged from the operating room. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Expiration date: july 2016. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. C&j industries, inc. Manufactured the device. Initially, the part conformed to the supplier¿s certificate of analysis and was inspected and conformed to the synthes final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.